Manufacturer narrative:
H6: investigation findings: 3252 is based upon evaluation of the user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The locator was also returned, and no damage or deformation to the device was identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, and the tamper tube was found to have been coated in dried blood. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - interventional radiology. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the procedure performed was a left leg angiogram and plasty with access via right femoral artery. At the end of the procedure the procedural sheath was removed, and angio-seal sheath was inserted over wire. Location was confirmed and wire and arteriotomy locator was removed. Angio-seal device inserted into sheath and locked. Pullback to get second click then device was removed. No suture or tamping tube was visible during withdrawal. Manual pressure was applied by physician and no further issues were noted. Case was completed successful although prolonged due to manual compression. Blood loss was less than 250cc's. Patient was in stable condition. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 21september2021: a 6fr. Angio-seal sheath was used. There were no difficulties with access. A pre deployment angiogram was performed. Yes, all components were removed from the patient anatomy, and verified through testing.